Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set connector broke and a portion became lodged inside the ilet, preventing disconnection; the patient initially attempted removal with tweezers and later successfully removed the broken connector using pliers, and blood glucose at the time was 172 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that resulted in a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.